Event description:
Consumer called to report her husband receiving burns after wearing the ace heat therapy patch. Went to the doctor and was prescribed an anti-biotic cream.

Manufacturer narrative:
Product has not been returned for evaluation. Unable to run complaint history check on the lot - lot number is unknown. Will continue to monitor.